Event description:
Information received by medtronic indicated that the insulin pump had pump error 37 and pump error 43 alarms. The customer stated they were able to clear the alarm and were able to complete the rewind process and the self test was passed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). S/w version : 5.2a. Retainer ring=black. The pump was returned for pump error 43 and pump error 37 alarms found on aug 13, 2021. Pump¿s history and trace files downloaded successfully using thump software. Unit passed displacement test, self test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. No pump error 43 or pump error 37 alarms noted during testing. However, pump error 43 confirmed in the pump history/trace files on (B)(6) 2021 at 5:21pm. Pump error 37 confirmed in the pump history/trace files on (B)(6) 2021 at 4:54pm. During visual inspection, no loose or disconnected motor flex connector noted on j5 at pcba1. Pump was cut open to perform visual inspection and found corrosion on the motor home switch. The motor was tested outside of the device and passed. Test p-cap / reservoir locks properly into place. The following were noted during visual inspection: scratched case. Pump error 43 confirmed in the pump history/trace files on (B)(6) 2021 at 5:21pm and pump error 37 confirmed in the pump history/trace files on (B)(6) 2021 at 4:54pm due to corroded motor home switch. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.